Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set. The troubleshooting did not resolve the issue. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2019, the customer confirmed that she developed mastitis on (B)(6) 2019, for which she was prescribed an antibiotic which she recently finished, and that the replacement pump was working better, but she was concerned about a chirping noise it was making. The customer was encouraged to contact customer service to address her concerns over the noise the replacement pump was making. In further follow up with a complaint handler on (B)(6) 2019, the customer indicated that her concerns about the noise were put to ease, the replacement pump was working without issue, the mastitis was resolved and she was feeling much better. The device was returned with the customer's parts and accessories and was evaluated on 04/24/2019. As such, the device did not pass suction and cycle specifications. The device was re-evaluated with a medela lab kit and it passed suction and cycle specifications. When a pump fails with the customer parts/accessories, but not the lab parts/accessories, any issue is typically attributable to the parts/accessories, not the pump. In this case, it was noted in the evaluation that the customer's parts and accessories had residue on them and the valve was damaged. Any foreign contaminants that hinder the device's ability to form an adequate vacuum seal could potentially result in lower suction. It is very difficult to determine exactly how much contamination under normal use is needed for pump vacuum to suffer, but it is a known failure mode causing low suction. The pump in style instructions for use details cleaning procedure for the parts and accessories. It is also a common troubleshooting item to check. Refer to attached product evaluation and pictures. The customer's report of low suction was confirmed. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. (B)(4).

Event description:
On (B)(6) 2019, the customer alleged to medela llc that the suction on her pump in style breast pump was not increasing as she adjusted the level, even after trying new parts. The customer further alleged that she had mastitis, for which she was prescribed medication.